Event description:
It was called to request assistance with the no delivery alarm. It was stated that the customer removed the reservoir from the insulin pump and troubleshooting could not be performed at the time. The caller stated that the customer was hospitalized for diabetes ketoacidosis, and the alarm could not be cleared due to unresponsive buttons. Then the caller called back and stated that the customer was in the emergency room due to unexplained high glucose over 600mg/dl. It was stated that the doctor believes the device was not functioning properly and recommended having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent button due to correded keypad traces. The insulin pump was received with a missing end cap sticker. However, the insulin pump passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests.